Event description:
The recipient reportedly developed irritation at the implant site. The recipient is reportedly using the weakest magnet. The recipient was advised to cease device use and follow up for medical evaluation. The audiologist has reported that the recipient has continued use of the device against medical advice. Attempts to obtain updates regarding the recipient status are ongoing.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and continues to use the device without issue. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.